Event description:
Customer's mother reported hospitalization due to high blood glucose. Caller stated that the blood glucose readings were erratic. The ranges were high as 600 mg/dl to low of 28 mg/dl. Customer became very sick. Customer was vomiting, dehydrated, extremely fatigued and weight loss. Customer had a second hospitalization. He was admitted to ICU for three days. Caller stated that the insulin pump was faulty. The insulin pump was returned. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.